Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The device also had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners.

Event description:
The customer reported via phone call that he was experiencing higher than usual blood glucose levels. Blood glucose level had been between 200 and 250 mg/dl for the last few days. Blood glucose value at the time of the call was 239 mg/dl. The customer also reported experiencing low blood glucose and having 3 occasions where he almost had to go to the emergency room. The customer explained that her meter readings were not accurate and she was treating based on that. The customer would use a different meter and test strips. During troubleshooting, the insulin pump failed the high pressure test alarming motor error. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.